Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 569 mg/dl at time of event. Elevated blood glucose was addressed with a bolus from the pump. During system check with tandem technical support, customer reported not performing the air removal step when filling the cartridge with insulin, and inserting the cannula before priming the tubing. Customer was educated on the proper load sequence per the user guide. Customer changed pump supplies and successfully resumed insulin delivery.